Manufacturer narrative:
The investigation for the ventricle perforation has been completed. Product was not returned for investigation. The cause of the ventricle perforation issue was not determined since product was not returned and sufficient clinical information was not provided. F6/f8 should have been left blank in the initial report.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support during pci. During support, there was concern for the patient's mental status. The patient was taken for a CT scan and went into cardiac arrest. Return of spontaneous circulation was achieved and the patient was diagnosed with a cardiac tamponade and a large pericardial effusion was noted. The team attempted to drain and the patient arrested again. The CT scan showed apical wall perforation. The etiology of tamponade is unclear and team is considering impella (during pci) versus wire versus coronary perforation. The patient was successfully weaned from support two days later.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ impella cp with smartassist system section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torqueing the impella, adjustments should be performed under imaging guidance.¿